Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they don't like how far up the retainers are pushing their left front tooth. The patient stated that they have a little chip in the front and feel like it's becoming more pronounced as the tooth is shifting upward. The patient said that they want their second to middle right tooth to be straightened. The patient indicated that they are unhappy with their top alignment. The dentist said that their gum line shouldn't be crooked like that, and they don't want their front tooth pushed up any further. The patient said that they are aligner 6 and starting to feel some discomfort with how much one of their front teeth is being pushed up into their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.